Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the ticket receipt. The customer replaced the bent sample nozzle prior to fse's arrival but could not get fluidics fitting attached. Fse found the fitting was cross threaded, fse replaced the sample nozzle and performed nozzle adjustment and checks. Fse successfully ran sample nozzle wash and diluent prime to verify repair. Fse successfully performed quality control run without error. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2012] air detected [diluent] is generated when there is no contact with the liquid after diluent suction. Contact the service department. The most probable cause of the reported event is due to damaged sample nozzle.

Event description:
A customer reported getting error messages 2012 "air detected (diluent)" on the aia-360 analyzer. The customer also reported the sample nozzle is bent. Technical support specialist (tss) sent a new sample nozzle to the customer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.